Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion were found at 11.5-13.5 cm, 12.5-16.0 cm, and 19.8-22.5 cm from the distal tip. The etfe coating was intact at all these locations.

Event description:
This report is to advise of an event observed during analysis.